Event description:
A distributor reported to baxter that their local customer reported a complaint on set with lot # h08c29021. Reportedly, blue and white part broken and loose and leaking. Does not click when closing as supposed to be. Defect was noted during patient use. No patient injury reported. One defective sample is available for evaluation.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported condition of a leak from the mainbody on a transfer set. Visual inspection noted the occluder feet were broken. The root cause was environmental stress cracking. Renal product surveillance, quality engineering and plant manufacturing will continue to monitor this product line and take corrective/preventative action as appropriate.